Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on with blood glucose of 500 mg/dl at the time of incident. The customer's current blood glucose is 252 mg/dl. The customer was treated with intravenous drip and dextrose in the hospital. Customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the hospitalization. Customer performed self-test and it was passed. The insulin pump will not be returned for analysis.